Event description:
A three level lumbar surgery was done in 2007 from l4 to s1. An x-ray taken at the end of surgery identifies that the screw placement at s1 did not allow the rod to be fully captured by the screw. However, the surgeon tried to attach the rod to the pedicle screw and in so doing pulled the yoke portion of the screw from the head. Then on the following month, another x-ray was taken that revealed that the yoke portion of the screw had further detached from the screw head. The implants were removed from the pt.